Event description:
A 70 yr old male pt who is status post prostate cancer with radical prostatectomy, penile prosthesis inserted in 1988, was admitted on 12/4/95 for removal of the prosthesis. Had not functioned for approx two yrs. Sales rep was present at the time of explant.